Manufacturer narrative:
Materials management. No product returned. Because no product was returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported that the tubing came apart.at an unspecified location in the ortho or. There was no indication of patient harm. Although requested, no additional information about the patient, medication, or event provided.